Event description:
The patient underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2013. During the procedure, the ipsilateral iliac limb was deployed slightly higher than the contralateral iliac limb and above the level instructed by the IFU, in a region of sharp angulation at the level of the aortic body graft bifurcation. Both iliac limbs were patent upon completion of the procedure. On (B)(6) 2013, the patient presented with an occlusion inside the left (contralateral) leg of the aortic body graft. The patient was started on a lysis drip, and a re-intervention was completed on (B)(6) 2013, to place two balloon expandable stents at the location of the occlusion with no patient sequelae. The angulation at the level of aortic body graft bifurcation and the high placement of the ipsilateral iliac limb may have contributed to the contralateral iliac limb occlusion.